Event description:
The customer contacted abbott reporting calibration failures for the axsym rubella igg assay, however, does not have the same issue with other axsym assays. The abbott customer technical advocate (cta) assisted the customer in troubleshooting procedures and determined the customer was utilizing the bulk mup reagent beyond 14 days on-board recommendation. In the customer's attempt to troubleshoot the issue, a successful calibration was achieved using the rubella specimen diluent instead of the calibrator a. The cta advised the customer the calibration was unacceptable when using specimen diluent in place of calibrator a, and was sent new calibrators and reagent. Upon receipt of the new calibrators and reagent, recalibration was unsuccessful. The customer used a different combination of reagent and calibrators and achieved a successful rubella calibration. The customer agreed to return suspect reagents and calibrators for investigation. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.